Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned

Event description:
It was reported that the customer experienced low blood glucose (bg) levels of approximately 45 mg/dl. To treat the low bg level, the customer consumed carbohydrates. Recommendation was made to consult with health care provider regarding diabetes management.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: lowest blood glucose observed on (B)(6) 2018 via continuous glucose monitor (cgm) data was 58 mg/dl. Cgm alert 3 (cgm glucose reading below user¿s threshold) was annunciated. User made bolus requests while still having insulin on board (iob) and without entering current bg level. The user changed the pump time setting ahead two hours. Complaint could not be confirmed. Making bolus requests and still having insulin on board could lead to a low bg event. Incorrect time settings could impact basal rate delivery. There is no evidence that the insulin pump experienced a malfunction or failure